Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in an electrode and probe placement, the imaging system displayed a motion calibration message when attempting to take an ap image. Following calibration, a clicking noise was heard from the rotor as it moved. The system was then powered off and restarted, and the second motion calibration was completed. The system then functioned as designed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause to the reported event without further information since the behavior could not be replicated. The system operated as expected and the issue could not be recreated.